Manufacturer narrative:
Concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, from midway the sealing could not be done. There was no evidence of energy delivery. Afterwards, replaced with a new handpiece, and it was used without any problems. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The product analysis found the device produced an instant regrasp alarm when activation attempts were made. The device was disassembled and it was identified that the gray wire had disconnected from the connector on the rotation wheel. Jaw wire can interfere with the spindle during rotation of the continuous rotation wheel, causing the separation of the female hirose connector soldered to the contact pad of the continuous rotation wheel, or otherwise breaking the electrical connection between jaw and continuous rotation wheel. It was reported that the device stopped working and there was no seal. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b1, b5, g3, h1, h6 correction: removed b2 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy procedure, from midway the sealing could not be done. There was no evidence of energy delivery and no end tone but there was an alert error heard. The device was wiped after every sealing and the thickness was within the specified range. Afterwards, replaced with a new handpiece, and it was used without any problems. There was no patient injury.